Event description:
Patient had bravo capsule study that should have lasted 96 hours and only lasted 79 hours. Tech support called and a copy of the study was faxed to given/medtronic to determine if the capsule fell off early or the monitor shut off from interference. Manufacturer response for bravo® ph monitoring capsule-based, bravo capsule (per site reporter): no reply to date.